Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and a patient implanted with a neurostimulator for spinal pain. It was reported that the patient was not able to charge her implantable neurostimulator and it showed the ¿plug.¿ she wasn¿t able to connect with the recharger or the patient programmer. She last recharged two to three weeks prior to (B)(6) 2016 and last felt stimulation three weeks prior to (B)(6) 2016. The patient might be in overdischarge. She was scheduled to meet with her healthcare provider and a manufacturer representative, but never showed up to the appointment.

Event description:
Follow up information reported that the circumstance the led up to the overdischarge was that they had a fight with their granddaughter. The patient was shoved and they fell on the implantable neurostimulator (ins) when they hit the corner of a coffee table. Ever since then they could not charge. The representative was notified by the healthcare professional (hcp). Further information received on (B)(6) 2016 reported that the representative met with the patient where a power-on-reset (por) was done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.